Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
The received pod was not deployed. Pod download data revealed that the first priming sequence ended prematurely, resulting in early completion of second priming without deploying the needle. Rotational sensor data showed discontinuity in the first open group of pulses. While inspecting drive mechanism components, no horizontal score marks were observed on the commutator cap made by the chassis connected rotational sensor spring during operation and pod rerun. This indicated a poor/no continuity between the commutator cap and rotational sensors, causing the rotational sensor malfunction. No damages or defects were observed in the rotational sensor springs. A plastic debris was found on the commutator cap. But it did not contribute to any drive stall during operation.